Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was exhibiting low impedance measurements of less than 30 ohms. Technical services (ts) was contacted, device data shows gradual decrease of shock impedance from 55 ohms to 25 ohms. Review of system history revealed that a system revision was performed two years prior due to a sudden drop on the impedance. X-rays post revision were performed in order to assure adequate system position. It was also clarified that the patient has been undergoing dialysis for several years. Further requests for troubleshooting were performed. At this time, no changes have been performed. This system remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was exhibiting low impedance measurements of less than 30 ohms. Technical services (ts) was contacted, device data shows gradual decrease of shock impedance from 55 ohms to 25 ohms. Review of system history revealed that a system revision was performed two years prior due to a sudden drop on the impedance. X-rays post revision were performed in order to assure adequate system position. It was also clarified that the patient has been undergoing dialysis for several years. Further requests for troubleshooting were performed. At this time, the impedance measurements have stabilized, although, the measurements remain low, therefore, the patient will be kept monitored. This system remains in service. No further adverse patient effects were reported.